Event description:
It was reported that during a knee colateral reconstruction + anterior cruciate ligament surgery the two anchors ar-3632sp (lot: 15436729) and ar-3630-1 (lot: 15327535) where inserted to the tibia and didn't hold. Another anchor was inserted instead (ar-3632sp) that did hold in the bone and the surgery ended well with no damge to the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.